Event description:
The event occurred in the us. It was reported that the rotaflow console shut down during use. The device was exchanged with another one during use. According to the biomed (authorized person in the hospital) the rotaflow console was running on ac power. The unit was tested by the biomed and the failure was not reproducible. No information if the rotaflow was shut off accidentally. A getinge field service technician will be on site to investigate the device. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in the us. It was reported that the rotaflow console shut down during use. The device was exchanged with another one during use. According to the biomed (authorized person in the hospital) the rotaflow console was running on ac power. The unit was tested by the biomed and the failure was not reproducible. No information if the rotaflow was shut off accidentally. A getinge field service technician will be on site to investigate the device. No harm to any person has been reported. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and during the investigation the reported failure "shut down" could not be reproduced. The rfc was tested and neither abnormalities nor any evidence of any failure or incorrect function were found. The device was put back in use. Based on these investigation results the reported failure "shut down" could not be confirmed. However, the failure mode "rotaflow console turned off" can be linked to the following most possible root causes according to our risk management file (dms# 2023689): pump stop intervention after technical error unintended rpm change by user unintended switch off by user (accidental) disconnection of mains (plug) in order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).